Event description:
It was reported that the user¿s ilet pump indicated high blood glucose (bg), with a fingerstick of 402 mg/dl after earlier cake pops without a meal announcement. The user reported no leaking, was unsure about potential scar tissue at the site, and observed drops when unclipped. The user was advised to perform a site change when supplies were available, but bg decreased to 229 mg/dl by the time they called back for supply change and were then advised to just monitor bg. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction and a use error consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error.